Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Additionally, it was reported that resistance was experienced during the fill process with a cartridge. Reportedly, customer filled existing cartridge with original needle. Customer's blood glucose was 178 mg/dl.